Event description:
Hosp advised that channel a was set up to infuse at a rate of 20cc/hr and two hours later, at 9:45 p.m., the nurse observed the rate had changed to 110cc/hr. There was no pt consequence.